Event description:
Adverse event(s): "lint was introduced into a patient's eye." (Foreign body in patient). Product problem(s): "lint was introduced into a patient's eye" (foreign material present in device). A facility reported that lint was introduced into a patient's eye after a change in the product's packaging. Additional information was received. The nurse reported the procedure was a no-stitch cataract extraction. A string was discovered in the patient's anterior chamber at the one day post-op visit, and was removed by the surgeon at that visit. There was no patient harm reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4).